Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The sheath, coil, burr and annulus were microscopically and visually examined. Visual examination revealed that the sheath is deformed from wear marks and the distal end of the sheath appears torn 136.5cm from the nosecone. The coil is stretched. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the left coronary artery. A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck in the lesion. The device was removed from the patient without any intervention. The procedure was completed with another of the same device. No patient complications reported and the patient's condition post procedure was stable.

Event description:
It was reported that the burr became stuck in the lesion. The target lesion was located in the left coronary artery. A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck in the lesion. The device was removed from the patient without any intervention. The procedure was completed with another of the same device. No patient complications reported and the patient's condition post procedure was stable.